Manufacturer narrative:
The "used" thermogard® dispersive electrode was discarded by the end-user immediately after the surgery. In addition, no visual evidence (photographs) of the damage to the dispersive electrode or the reported patient injury was provided by the end-user. Without the involved device, an evaluation could not be performed and the root cause of the reported "burn" therefore could not be determined. The device was manufactured 07-nov-2014. A review of the device history record for this lot found no noted discrepancies during the manufacturing process that could have caused or contributed to this reported incident. Of the lot containing 4,000 units, there has only been one (1) other report of patient burn received from the same end-user facility for the same type of procedure. A two year review of product history for this device family showed a total of four (4) similar reports for patient burns, including this incident. (B)(4). It should be noted, of the four (4) reports of patient burns, there has been only one (1) report in which a second surgery was performed to treat the burn, surgical debridement. To date, there have been no patient long term adverse events reported regarding any of the four (4) reported events. The thermogard® dispersive electrode is a disposable, dispersive electrode used for the dispersion and return to the electrosurgical generator of therapeutic (rf) energy introduced to the patient produced at the active electrode during electrosurgical procedures. The thermogard dispersive electrode IFU, instructions for use, states, "failure to achieve good skin contact by the entire adhesive surface may result in electrosurgical burns or poor electrosurgical performance". Based on available information regarding this event, there is no reason to believe, that anything associated with the conmed manufacturing process caused or contributed to the reported patient burn. Proactively, a site visit to the end-user facility was conducted and during this visit it was observed the circulating nurse removed the dispersive electrode pad and relocated the same electrode on the patient during set-up of an endoscopic lab atrial ablation. The nurse was reminded that the relocation of the device could result in incomplete adherence and thus causing a patient burn. The dispersive electrode was then removed and a new dispersive electrode was utilized with no problems noted. To reduce the risk of patient injury, the instructions for use, IFU, provides the following warnings and precautions: - thermogard and thermogard "plusabc" dispersive electrodes are for use with various patient populations providing there is sufficient surface area to ensure full contact of the electrode with the patient's skin. Failure to achieve a good skin contact by the entire adhesive surface may result in electrosurgical burns or poor electrosurgical performance. - do not coil dispersive electrode cable or allow the cable to overlie other electrosurgical monitoring cables or equipment as the unintended transfer of potentially harmful rf energy may result. - avoid skin to skin contact when positioning the patient, using dry gauze where necessary. - if patient is repositioned, reinspect dispersive electrode and all connections. - do not re-use or re-locate the dispersive electrode after initial application. Device discarded by end-user.

Event description:
The customer reported that the patient sustained a second degree burn on her left lower back and that the burn was discovered after the completion of an endoscopic atrial flutter ablation procedure. As reported, a non-conmed electrosurgical system (esu) was used and the average setting of 40 watts was set at the time the incident occurred. At the end of the procedure and when the conmed thermogard dispersive electrode was removed from the patient's left lower back, it was discovered that there was a burn the size of a quarter (2cm x 3cm). The burn was described at a second degree burn, blistered with clear draining fluid. The burn area was treated with silvadene ointment. The patient was still in the hospital as of (B)(6) 2015, as part of the procedure. However, the discharge paperwork instruct for her to be medically followed-up with a physician. The visit date has not yet determined. To date, there has been no additional information received regarding the patient latest condition or any indication that a long term adverse effect has occurred.